Event description:
A report was received that the patient's ipg was having communication difficulty after a recent revision procedure. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg was having communication difficulty after a recent revision procedure. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was having communication difficulty after a recent revision procedure. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual(B)(4)).

Manufacturer narrative:
Additional information was received that monopolar and bipolar bovi was used by the physician during the patient's first revision procedure.

Event description:
A report was received that the patient's ipg was having communication difficulty after a recent revision procedure. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The u2-application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.62 volts. The device exhibited excessive sleep current leakage (24.1 ma). A hot spot was observed on the component (32.6°c). The impedance between vh and ground was low. The reported complaint states that patient had a paddle revision and during case, electrocautery on the midline incision was used, after the case the ipg was not able to link.

Event description:
A report was received that the patient's ipg was having communication difficulty after a recent revision procedure. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).